Event description:
Customer is stating that they did a biopsy in which the patient used the absorbable sponge, and the patient had an anaphylactic reaction. They have questions on surgifoam and would like a solution for allergy testing to determine if the sponge was the issue or not. Additional information was received. For what indication was surgifoam used? Liver biopsy. Who used the sponge, the health care professional or patient? Hcp. Did the patient have a medical history of allergy towards gelatin? No. Was a patch test performed? If so, please forward results of allergy test no. What is the hcps opinion of what caused the event considering surgifoam due to anaphylactic reaction immediately after surgifoam application.